Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2008, essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) when essure was inserted. Concurrent condition included nickel allergy. On unspecified dates she experienced pain during ovulation, kidney disorder, urinary tract disorder, pain during menstruation, depressive feelings, tiredness, and mood swings. Consumer contacted a doctor. Essure was removed together with ovary on (B)(6) 2014. The outcome was reported as recovered. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain during menstruation. Essure was removed approximately 6 years after its insertion. The patient recovered. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur, including pain during menstrual period. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not specified. Despite the lack of medical confirmation and detailed information for a comprehensive causality assessment, given the nature of the reported event, a contributory role of essure cannot be excluded, and since device removal was required the case was regarded as incident. Non-serious events were also reported. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow up information received on 05-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain during menstruation. Essure was removed approximately 6 years after its insertion. The patient recovered. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur, including pain during menstrual period. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not specified. Despite the lack of medical confirmation and detailed information for a comprehensive causality assessment, given the nature of the reported event, a contributory role of essure cannot be excluded, and since device removal was required the case was regarded as incident. Non-serious events were also reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.